Manufacturer narrative:
Additional information: a review of the device history record (DHR) was conducted for serial number(B)(6) , which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A complaint and service history review for similar complaints was performed for serial number (B)(6) from installed (B)(6)2019 to aware date (B)(6) 2019. No other similar complaints were identified during the search period.

Manufacturer narrative:
Device evaluation: h6 and h10 the suspect eki board was returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Functional testing was performed using liquid level detection adjustment. Results were within the acceptable range. Additionally, precision test was performed; the target and all results were within the acceptable range. The errors could not be replicated. The suspect sample nozzle returned to tosoh instrument service center could not be tested as wires were cut too short for parts testing. The probable cause is attributed to the eki board and/or the sample nozzle.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse confirmed the issue by visual inspection of the error log printout. The issue was reproduced by attempting to do a main arm tip wash, however the tip did not touch the diluent and the error 2062 was generated. The issue was resolved by replacing the eki board, performing a sensor adjustment, cleaning/flushing the main arm nozzle, and adjusting the pressure board. The instrument was validated by running quality controls (qc). The qc results passed and were within published package insert ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 20oct2018 through aware date 20nov2019. There was one other similar complaint identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2061 - tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. 2062 - specimen level detection failure by main arm. Cause: no liquid level was detected even after the specimen dispensing tip was lowered to the bottom of the container. The measurement result will be flagged (ss flag). Solution: verify that the specimen is in the correct position and its volume is sufficient. If retry fails, contact tosoh service center or local representatives. The probable cause has not been determined as the evaluation of the eki board is pending.

Event description:
A customer reported getting error messages 2061tip detachment failure by main arm and 2062 specimen level detection failure by main arm on the aia-2000 instrument. The customer stated the same error was recently reported a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin (prl), beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh). Intact parathyroid hormone (ipth), estradiol (e2) and luteinizing hormone (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.